Event description:
The account stated the cell-dyn sapphire gave a burning smell, a flash and then a slight smoke haze. No fire or sparks were seen. The account powered off the instrument. No operator injury was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
The evaluation showed dried salt deposits and soot which indicated the short started on the status alert module. The cd sapphire system operator's manual, instructs operators to " keep liquids away from electrical or communication component connectors." The evaluation concluded that sometime during either processing, service, and/or maintenance procedures, the status alert module was sprayed with reagent which caused the board to be shorted. Based on the evaluation which included a review of product historical data and product labeling, the complaint incident was specific only to this cd sapphire, serial (B)(4). No product deficiency was identified.